Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012 and an endoscopic needle holder was used. During the procedure the the device would not release. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.